Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the tap would not disengage from the inserter. A different device was used to successfully complete the procedure. The surgery time was extended for 15 minutes.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.